Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that approximately fifteen years following an intraocular lens (iol) implant procedure, the lens was noted to be dislocated during a slit lamp examination and there was a tear in the capsule. The iol was exchanged for another lens model.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. Fibers from a surgical gauze are covering the lens. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).